Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. One needle deflected from the barrel and did not present. The device was pulled out. A prostar xl 10 f was introduced for closure. Hemostasis was achieved with manual compression for 15 minutes. The patient did fine.